Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity indications for use. It was reported that  the pump has stopped for 502 hours and two minutes. The healthcare provider (hcp) stated that the patient had magnetic resonance imaging (MRI) on (B)(6) 2025 and was being hospitalized during that time. The healthcare provider (hcp) reported that the patient had been sick, tachycardic and spastic. The agent reviewed information on telemetry mode and recommended checking pump logs. The pump logs showed a motor stall recovered 'today'. The agent recommended checking reservoir volume for accuracy and checking catheter patency. Additional information was provided from a healthcare provider (hcp) stated that the patient was hospitalized was due to ammonia, sick, tachycardia, and spastic. However, the patient symptoms and hospitalization were not related to the pump or therapy. The motor stall recovered after a week.